Manufacturer narrative:
The account representative (ar) examined the system and replicated the reported event. The ar reseated the lamp and module to resolve the issue then tested the system and found it to meet specifications per the service test procedure (stp). The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to alignment of the illuminator module. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lower lamp module was out in a surgical console before surgery. The procedure was subsequently performed by using the same system. There was no report of any patient harm associated with this reported event. Additional information has been requested.